Event description:
(B)(4) study. Same patient as 2134265-2012-00860, 2134265-2012-01310; 2134265-2012-01311; 2134265-2012-00861; 2134265-2012-01102; 2134265-2012-01103; 2134265-2012-01104 it was reported that following a coronary artery stenting treatment procedure, an occlusion occurred. A 3.00x12mm taxus stent was implanted in the proximal left anterior descending artery. In (B)(6) 2008 angiography revealed 100% occlusion of the stent. No treatment was performed.

Manufacturer narrative:
(B)(6). If implanted give date: (B)(6) 2006. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).